Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer failed common mode wrist tests; ECG (electrocardiogram) connector has cracked solder joints. Analysis also found the programmer will not print, media bay door tab is broken off, lower case is very worn, and paint is worn off of the hinge plate. Antenna passed incoming test; it is noted the insulation was found ruptured on the right antenna wire. Audio loop test failed; connector was not fully through the case. Product ID: r2290 analyzer. (B)(4).